Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and the unit passed the tests; however, the current test was not able to be conducted as the thermal cutoff was detected open and the unit did not heat up. It is possible that this damage was due to overheating of the unit. Based on the investigation performed, the reported complaint of "unit will not heat" was confirmed. Although the product showed the defect, a corrective action could not be established due to the fact that all aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the device is not heating during use. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device is not heating during use. No patient injury reported.